Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump has requested a minimum of (B)(4) units after filling the cartridge with insulin during the load process multiple times. The customer has been able to change out the cartridge and complete the load process. However, on (B)(6) 2015, the customer attempted to load the cartridge twice and was unsuccessful in completing the load process. Customer will turn off the pump and will use a backup pump for insulin therapy. There was no impact to the customer's blood glucose level.